Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user was unable to proceed during fill tubing with no on-pump alerts, a restart did not resolve the issue, and tubing occlusion consistent with a complete blockage was suspected in the tube component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the event aligned with a device problem of complete blockage involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.